Event description:
It was reported that an unspecified elastomeric device did not infuse the medication. The issue occurred during patient infusion of unspecified antibiotic via a peripherally inserted central catheter (PICC). An unspecified needleless connector was replaced and the PICC line was flushed and working well. The patient has been given a new pump to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6(update codes), and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.